Event description:
It was reported that the user, on a gl-1 ilet system, experienced low glucose episodes after starting a new medication with appetite suppression and noted that meal announcements appeared to drop them; the user was advised on performing a factory reset and received brief guidance on where to access the option, and oral glucose was used to treat lows. Symptoms included hypoglycemia. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available with insufficient information to determine a medical device problem or a specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.